Event description:
It was reported the patient experienced extended time recharging her ipg and experienced pain at the ipg site. Subsequently, the patient underwent surgical intervention to explant and replace the ipg with a different model. The replacement ipg was implanted in a new location and was buried deeper.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.